Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and migraine from (B)(6) 2018 at 3:30 pm to (B)(6) 2018 with blood glucose of 876 mg/dl. The customer's current blood glucose is 427 mg/dl. Troubleshooting was declined for high blood glucose. The customer was off the pump prior to hospitalization for less than 48 hours. The insulin pump will not be returned for analysis.